Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During evaluation of the system error log, the issue was confirmed. Further evaluation of the device found contamination on the flow sensor. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue there was contamination found on the blower assembly and damage to the usb extension cable. The blower assembly and usb extension cable were replaced on the device. After replacing the parts on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational and cleaned.